Manufacturer narrative:
(B)(4). Date sent: 6/16/2021 d4: batch # u5f399 additional information received: product returned psee45a. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one ecr45m reload (a) loaded on the device, the reload was received fully fired. Additionally a gst45w reload (b) was received. The reload was received fully fired and with some b-formed staples on the deck. The device was tested for functionality in the straight position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger the event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: gst45w, u5dd6m, fully fired. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the device that was shipped and received for analysis was a psee45a with a lot number of u5f399. However, the file complaint is on the device plee60a with a lot number of v94852. For the product complaint number (B)(4), what is the correct product code and correct lot number? Does the psee45a with lot number u5f399 belong to (B)(4)? If no, then please list the correct product complaint number that psee45a with lot number u5f399 belongs to. Corrected data = (B)(4).d4

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that while the scrub tech was loading the device with buttressing when the tech clamped down on the buttressing, they were unable to re-open the device after. Another like device was used to complete the procedure. There were no adverse consequences for the patient.